Manufacturer narrative:
The sample is reported to be available but has not yet been received by the manufacturer. A review of the device history record and UDI are in-progress. All information reasonably known as of 03 jun 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint: (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
It was reported, ¿a gastrostomy tube was placed in the patient on (B)(6) 2025 at the (B)(6) hospital. The operation was carried out without complications. An x-ray examination on (B)(6) 2025 revealed no abnormalities. The patient was hospitalized on (B)(6) 2025 for respiratory problems. On this occasion, the catheter was rinsed with nacl, and its correct position was checked. No major physical maneuvers were performed, and the catheter was not connected to an administration system (tubing, pump). The following morning, on (B)(6) 2025, the catheter was found outside the patient, in his bed, with the balloon burst. The patient will require surgery to reposition a gastrostomy tube. If treatment had been administered, under-medication or under-nutrition could have occurred between probe checks.¿ per additional information received on 13may2025, ¿the probe was used on a new stoma site. This was the first probe for this patient. The product was in use from on (B)(6) 2025. There is no sign of trauma related to the primary incident. A new probe had to be inserted.¿ the patient¿s status is ¿continuation of care in the context of the initial reason for hospitalization, unrelated to the incident.¿

Manufacturer narrative:
The product involved in the report has been returned and the investigation remains in progress at this time. All information reasonably known as of 17 jul 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.